Event description:
It was reported that patient's right hip was revised die to pain and a pseudo tumor. Surgeon replaced with a restoration modular hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary report will be submitted in a supplemental report.